Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned to invacare (B)(4). However, no evaluation was available for review at the time of this investigation, so the complaint could not be verified, and the underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation.

Event description:
Base frame snapped in half at the point of the weld.